Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a cut on the cable, and the cable boot was detached. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera was broken due to a cut and kinks on the cable, also found the cable boot was detached from the camera due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in the cable; cable boot detached from the camera due to wear and tear. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cut in the cable; cable boot was detached due to wear and tear. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.